Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening. Weight measurement of the device identified device was overweight. A microscopic analysis was performed which identify a striated edge opening consistent with use of a surgical tool. Based on the device analysis the final assessment was a striated edge opening on radius side due to surgical damage, and overweight may have been caused by the hole. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.